Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Received user facility medwatch form mw5175598 and mw5175599.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported item was received in new condition, no packaging issues. Defect in item noted during repair of surgical incision. When physician inserted suture, the needle detached and became lodged into patient. Physician removed needle and opened a new suture pack, same lot. The second suture needle bent during stitching and became unusable. The rest of the stitching had to be done with a completely different suture package/ lot. Defect was witnessed by clinical team present and reported with a patient safety report. No photos were taken of the defective item. Recommend recalling item and replacing. There was no patient consequences reported. Device availability unknown. No additional information was requested.